Manufacturer narrative:
No conclusion can be drawn, as repair information is unavailable. However, no reports of pt or staff injury were reported.

Event description:
The customer reported that the system displayed multiple communication failures which forced the customer to reboot the system five times. There was no report of a pt injury.